Manufacturer narrative:
Corrected information was provided in d3, (manufacturer fax), e1 (zip code extension), g4 [PMA/ 510(k)]. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the purge cassette not detected could not be determined as no product or logs were returned for evaluation and limited clinical details were provided.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. Per the nurse, cartridge failure of purge cassette that prompted alarm. Decision to replace cassette. The patient remains on support and there was no patient harm.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.